Event description:
A company representative reported that during a procedure, a rod fragment was dislodged from a xia 3 rod cutter from a previous usage of the device. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the rod cutter.